Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code e1309 captures the reportable event of urinary retention.

Event description:
It was reported that sometime after implantation, the patient passed her voiding trail in the post anesthesia care unit (pacu) and was sent home. However, a few days later, she was admitted to the intensive care unit (ICU), with 1700 ccs in her bladder. She became hyponatremic and stayed in the ICU until her sodium would get under control. According to the physician, she has had a history of sodium imbalance wherein there was a hypothesis by the anesthesiologist that the issue was caused by drug interaction, but it still seems to be unclear. The patient was sent home and taught to clean intermittent catheterization (cic); however, she was recently re-admitted to the hospital, and her care is ongoing.